Manufacturer narrative:
Investigation evaluation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2011 via the right jugular vein due to deep vein thrombosis. Plaintiff is alleging unsafe device implanted, anxiety.

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: tilt, anxiety. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Per ivc filter removal, dated (B)(6) 2016, "successful complex filter removal using jaws of life technique. Gunther ivc fitter with otherwise normal ivc, no clot in filter. The filter is tilted, but not tip embedded. The filter is intact. After removal, the cavogram is normal except for mild spasm. The filter was inspected and found to be removed in its entirety."

Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report # 3002808486-2016-00387. New information was received identifying that the product was a cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2011 via the right jugular vein due to deep vein thrombosis. Plaintiff is alleging unsafe device implanted, anxiety. Additional information provided determined that this device was manufactured by cook inc.